Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v230719, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v230719, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension; product ID 3389s-40, lot # v230719, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v230719, implanted: (B)(6) 2009, product type lead; product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
It was later reported that the patient had previously had the ins explanted due to an infection at the pocket site. The bilateral leads and extensions had remained but on the date of this report were removed due to the same infection. There was no alleged product issue. The equipment was tested for an infection. It was noted that the devices would be replaced in the future. The infection was bacteremia and a culture was taken that had indicated the organism was staph epidermidis, fungal, gram stain. Symptoms included redness and swelling and the location of the issue/symptom was the left side implant, lead extension connection location and lead location. Date of onset/diagnoses was ongoing.

Event description:
Additional information received from the manufacturer representative (rep) noted that antibiotics were given to the patient, but it was unknown what type. The rep had no further information on how the patient was doing or if the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension; product ID 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead; product ID 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead; product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was an infection at the left side device pocket. A culture was taken from the pocket. The organism cultured was staphylococcus epidermis propionibacterium achnes. Antibiotic treatment was required. Date of onset was unknown. The patient had redness. The implantable neurostimulator (ins) and partial extensions were explanted on (B)(6) 2015. The leads remained. Patient status was unknown.